Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had drive motor anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that piston could not detect the reservoir and it pushing the reservoir out of pump. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to detached end cap. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.